Event description:
It was reported that during use, the device exhibited an unknown error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection no physical damage. Review of the event history log confirmed a battery depleted alarm and error 1310 occurred during pump operation. Functional testing could not replicate the reported issue; however, confirmed that error 1310 was displayed during the self-check. The root cause could not be determined; however, possibility that the user did not use the battery with it inserted for a long period of time. Software was re-installed preventatively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.